Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, underwent a revision surgery to correct the set screw from being dis-lodged and making noise as the patient moved his neck. The patient had a fusion in (B)(6) and when he bent over, he heard a pop and felt some slight discomfort. He presented with a locking cap dis-lodged from his c7 pedi left screw with radiologic confirmation and the set screw was dislodged from the poly screw. No patient consequences. This report is for one (1) set screw. This is report 3 of 6 for complaint (B)(4).